Event description:
The patient was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. It is not, however, unreasonable to expect poly material wear after approximately ten years of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event. Based on the investigation, the need for corrective action is not indicated.